Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade treated with pericardiocentesis. No vital fluctuations. After the psvt radio frequency (rf) ablation for left kent procedure, pericardial effusion/cardiac tamponade was confirmed by ultrasound treated with drainage. The physician's judgment on health hazard was non-serious (moderate/minor). Extended hospitalization reported. Contact force (cf) monitoring method used was real time graph, dashboard, vector, and visitag with visitag coloring setting tag index. Additional filters for visitag used was fot. No abnormalities observed prior/during to use of the product. No clinical examination details and results, and no history of medical history/treatment/other diseases currently being treated. Additional information was received. Patient improved. Procedural act was over 300 seconds. One transseptal puncture site was performed during the procedure. Four (4) ablations performed near the left bundle branch. No ablations were performed within pulmonary veins. Four (4) ablations were performed outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31486251l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).